Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -6.50/2.0/104 (sphere/cylinder/axis), implantable collamer lens tore during injection/delivery into the patient's left eye (os). The torn lens was removed on original surgery date of (B)(6) 2018 with no injury to the patient. A replacement lens was ordered on the same day of the incident and implanted on (B)(6) 2018 with no injury to the patient and the problem was resolved. The reporter stated that the cause of this event was user error " lens out of axial position turned lens and lens tore".

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Device evaluation : lens was returned in liquid, in lens vial. Visual inspection found that the haptic was torn. Claim#: (B)(4).